Event description:
In 2006, I had the essure device inserted into my fallopian tubes. I did not feel there would be any problem because they were made of nickel. I did not know that stainless steel contains nickel. When I was younger I used to not be able to wear earing due to being allergic to "surgical steel" if I had know or been asked if I was allergic to any metals I would have said, only metal I know I am allergic to is surgical steel it causes bad infections on my skin with prolonged wear. The doctor would have known not to implant them ,now, only later with nickel-titanium inserts. I cannot just take out! First I was diagnosed with tendonitis, one year later I was diagnosed with osteoarthritis. I do not think these diagnosis are correct because now not just do my joints hurt, but I get headaches, I am nauseated. I have developed blisters on the edge of my scalp my silver ring is chaffing my finger. It has never done that before. There are days when I am light headed and dizzy and intend to become tired or remain tired all day. I have found my symptoms they are in nickel allergy I need them after I found out there is nickel in surgical steel and realized, "I'm not sensitive to steel I've sensitive to nickel now how to get it out of my body before it causes me harm even more."